Manufacturer narrative:
(B)(6) 2018. (B)(6) 2018. It was reported that the ventilator battery needed to be replaced. The device was not being used for treatment when the reported event occurred. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The ventilator battery was replaced and device operational checks were performed.

Event description:
It was reported that the ventilator battery needed to be replaced. There was no patient involvement.